Event description:
It was reported that the safety lever that locks the safety sleeve over the saw blade came off during use as the screw holding it fell out. No injury occurred, but the reported indicated that there was concern of injury if this were to occur in the future.

Manufacturer narrative:
This report will be amended when our investigation is complete.